Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false negative sars result for 1 symptomatic consumer (2 weeks post onset of symptoms). The consumer communicated the result was confirmed positive by molecular (pcr testing). An additional consumer event was also communicated which is captured on a separate report.